Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's entire device system had been extracted due to swelling in the left arm. The physician suspected that the leads had caused occlusion and elected to remove the system. No further information available.